Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging that on (B)(6) 2013 the patient was admitted to the hospital with diabetic ketoacidosis. The patient was reportedly released on (B)(6) 2013 and was told he could restart insulin pump therapy. The patient stated that his blood glucose (bg) had been high since (B)(6) 2013 and he thinks the pump is not working correctly. The patient reported frequent bgs between 500 and 600mg/dl. The patient noted all settings were reviewed by the md in the hospital and were found to be accurate. The patient reportedly started back on the pump the morning of (B)(6) 2013 and his bg quickly went to 500mg/dl with ketones but no symptoms. The patient reportedly discontinued insulin pump therapy and started on injections. The patient¿s bg at the time of the call to animas was reportedly 230mg/dl. Troubleshooting indicated no mechanical delivery issues with the pump. This complaint is being reported because the patient allegedly experienced hyperglycemia of unknown cause while using insulin pump therapy.

Manufacturer narrative:
Follow-up #1 (B)(4) 2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates; there were two 1 hour insulin delivery cessations related to empty cartridge warnings and one cessation for 6 hours related to the pump being suspended. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. A normal bolus and an audio bolus were performed and were correctly recorded in the pump history. No delivery related defects were found during testing.